Event description:
It was reported that during a da vinci si hysterectomy procedure, the bottom tip of one of the jaws of the harmonic ace curved shears insert installed on a harmonic ace curved shears instrument broke off and fell into the patient. The broken fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported. The initial reporter indicated that the harmonic ace curved shears insert involved with this complaint was not coming back to intuitive surgical inc. (Isi) for evaluation.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. On (B)(4) 2013, isi contacted the risk management department at the site. The risk manager indicated that there were no reports of a patient injury involved with the surgical procedure. The risk manager did not provide any additional information regarding the reported event. On (B)(4) 2013, isi contacted the isi clinical sales representative (csr) who was present during the surgical procedure. The csr stated that the instrument was inspected prior to the procedure and no issues were found. The surgical procedure was not recorded. The csr also stated that towards the end of the surgical procedure, one of the jaws of the harmonic ace curved shears insert broke off while the surgeon was biting down on uterine tissue. According to the csr, the broken fragment was retrieved using a laparoscopic instrument and was removed through a laparoscopic assist port. He stated that the surgical procedure was completed successfully and there were no intra-operative complications. The csr stated that there were no instrument collisions during the procedure. He also indicated that the instrument was not removed at any time during the surgical procedure and before the event occurred. The csr stated that the surgical staff decided not to return the instrument accessory back to isi since the surgical procedure was completed successfully. The lot of the instrument accessory was not provided. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter indicated that a fragment from one of the jaws of the harmonic ace curved shears insert broke off, fell into the patient, and was retrieved. However, there is no indication that the patient was harmed or injured because of the reported issue.